Manufacturer narrative:
The aquabeam robotic system is a reusable device; therefore it is currently in the possession of the user facility. The investigation of this event consisted of a review of the treatment log files, device history record (DHR), and instructions for use (IFU). The aquabeam robotic system's treatment log files were reviewed, which confirmed no malfunction occurred. The review of the treatment log files revealed that the aquabeam robotic system functioned as intended, as no malfunction was observed during aquablation therapy. A review of the device history record (DHR) was conducted for ab2000-e/serial number 24c00231, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The aquabeam robotic system instructions for use (IFU), sj-ifu0104-00, rev. B, was reviewed and states the following: 4.3. Warnings: procedure as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: bladder or prostate capsule perforation. The aquabeam robotic system is a reusable device; therefore, it is still currently in possession of the user facility. The aquabeam robotic system's IFU lists bladder perforation as a potential risk of aquablation therapy. Based on the information obtained through the treating surgeon plus a review of the treatment log files, DHR, and IFU, the event is considered not to be device-related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics (procept) became aware that post discharge, the patient developed severe abdominal pain. A CT (computed tomography) scan revealed an abdominal distension from fluid accumulation due to a bladder perforation near the bladder neck. The treating surgeon suspected that the bladder perforation occurred with the waterjet. The patient presented with a large medial lobe; therefore, planning was made at an angle of almost 200 degrees and 2 treatment passes. It is likely that weakening of the tissue occurred after the first treatment pass leading to the perforation during the second treatment pass. The patient required prolonged catheterization of five (5) weeks to allow the perforation to heal along with multiple visits and CT scans, but has made full recovery. No malfunction of the aquabeam robotic system was reported and the information obtained indicated that the procedure was planned in accordance with the instructions for use.